Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. Of note, rha redensity is not indicated in the glabella in the USA. This is default text configured for block h10.

Event description:
Vascular occlusion [vascular skin disorder] ([blister], [pallor], [pain], [livedo reticularis], [skin discolouration]), rha redensity in flagella's lines (glabellar lines) [off label use]. Case narrative: on 12-sep-2025, primevigilance notified teoxane geneva of an adverse event. According to the information received, a patient was injected on (B)(6) 2025 with 0.05 ml of rha redensity in the glabellar line superficially with a needle and experienced a vascular occlusion. On (B)(6) 2025, the day of the injection, the patient experienced immediate blanching at the injection site, which subsequently spread to the forehead. The area was immediately treated with 1 vial of hylenex, administered in multiple divided doses. That evening, persistent blanching and pain were observed. The patient returned to the clinic and was treated with an additional vial of hylenex and initiated aspirin daily. On (B)(6) 2025, the patient presented with skin mottling and discoloration (photos provided). She was treated with another vial of hylenex. The patient was scheduled to travel the following day. The nurse practitioner (np) advised against travel and referred the patient to an external physician and an ophthalmologist for clearance prior to departure. The patient later reported that both physicians cleared her for travel, noting good capillary refill. One physician also initiated cephalexin for prevention of skin infection.the same evening, the nurse re-evaluated the patient. The patient continued to report pain localized around the left brow area, and she was treated with another vial of hylenex. The patient subsequently traveled to australia. On (B)(6)2025, the patient reported development of pustules around the left brow, extending inferiorly toward the nose (photos provided). The patient paned to consult a local dermatologist in australia for further evaluation and potential administration of additional hylenex. The outcome of the event was unknown. Due to the medically significant event the case was assessed as serious and reportable to FDA within 30 calendar days. Despite several reminders, no further information could be retrieved. The complaint was considered closed. Case comments: alam, m., kakar, r., dover, j., harikumar, v., kang, b., wan, h., poon, e. And jones, d., 2021. Rates of vascular occlusion associated with using needles vs cannulas for filler injection. Jama dermatology, 157(2), p.174. Cassiano, d., miyuki iida, t., lúcia recio, a. And yarak, s., 2020. Delayed skin necrosis following hyaluronic acid filler injection: a case report. Journal of cosmetic dermatology, 19(3), pp.582-584. Fakih-gomez, n., orte-aldea, m., poonja, k. And khanna, d., 2019. Hyaluronic acid filler emergency kit. The american journal of cosmetic surgery, 36(4), pp.183-190. Hirsch, p., infanger, m. And kraus, a., 2020. A case of upper lip necrosis after cosmetic injection of hyaluronic acid soft-tissue filler¿does capillary infarction play a role in the development of vascular compromise, and what are the implications? Journal of cosmetic dermatology, 19(6), pp.1316-1320. Lima, v., regattieri, n., pompeu, m. And costa, I., 2019. External vascular compression by hyaluronic acid filler documented with high-frequency ultrasound. Journal of cosmetic dermatology, 18(6), pp.1629-1631. Loh, k., phoon, y., phua, v. And kapoor, k., 2018. Successfully managing impending skin necrosis following hyaluronic acid filler injection, using high-dose pulsed hyaluronidase. Plastic and reconstructive surgery - global open, 6(2), p.e1639. Loyal, j., hartman, n., fabi, s., butterwick, k. And goldman, m., 2022. Cutaneous vascular compromise and resolution of skin barrier breakdown after dermal filler occlusion¿implementation of evidence-based recommendations into real-world clinical practice. Dermatologic surgery, 48(6), pp.659-663. Ors, s., 2020. The effect of hyaluronidase on depth of necrosis in hyaluronic acid filling-related skin complications. Aesthetic plastic surgery, 44(5), pp.1778-1785. Ortiz, a., ahluwalia, j., song, s. And avram, m., 2020. Analysis of u.s. Food and drug administration data on soft-tissue filler complications. Dermatologic surgery, 46(7), pp.958-961. Sito g, manzoni v, sommariva r. Vascular complications after facial filler injection: a literature review and meta-analysis. J clin aesthet dermatol. 2019 jun;12(6):e65-e72 snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. Soares, d., 2022. Bridging a century-old problem: the pathophysiology and molecular mechanisms of ha filler-induced vascular occlusion (fivo)¿implications for therapeutic interventions. Molecules, 27(17), p.5398. Worley, n., lupo, m., holcomb, k., kullman, g., elahi, e. And elison, j., 2020. Hyperbaric oxygen treatment of keratitis following facial hyaluronic acid injection. Ochsner journal, 20(2), pp.193-196.